Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation. The set was visually inspected and no issues or defects were observed. Functional, pressure, and clear passage testing were also performed and the set passed all tests and found to function as intended. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown; however, they were noted to be in a crib at the time of the malfunction. The exact occurrence date is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t connector disconnected from the patient during infusion of an unknown drug. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.